Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, rectocele, paravaginal defect, and weak paravaginal fascia. The patient underwent the concurrent procedures of rectocele repair and perineoplasty during mesh implantation. It was reported that after implantation the patient experienced pain (especially on right side), dyspareunia, urinary incontinence, retention and leakage, urinary and vaginal infections, malodorous vaginal discharge, abnormal bowel movements, rectal pain and bleeding. It was reported that the patient underwent revision of mesh with excision of segment of graft and revision of posterior mesh augmentation on (B)(6) 2010 due to pain and vaginal complications. (B)(4) - dyspareunia; leakage; abnormal bowel movements; vaginal complications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00806. The same patient is represented in each medwatch.